Event description:
Chiropractor complained about three incidences in which a pt has returned to his office with electrical burns. Pts have required medical treatment from their physicians and have been left with permanent scarring.we received this information on 2/28/94 and had our representative at dr's office on march 2.the equipment was functioning properly, however the self-adhesive electrodes used by the dr were overused. Dr. Was satisfied with our review of situation and the quick response.several follow-up attempts to talk to the dr. Were unsuccessful after mentioning FDA reporting.